Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl. Reportedly, the cause of the low bg was because the basal rate setting needed to be adjusted. The customer consumed carbohydrates to address impacted bg level.